Event description:
It was reported that the patient presented remotely via merlin.net transmission. The right ventricular lead exhibited non sustained right ventricular oversensing. The chronic right ventricular lead was also noted to have sensing issues. The physician capped the chronic lead on (B)(6) 2017. The other lead was uncapped for pacing and sensing use. The procedure concluded successfully without any adverse event.